Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The blood glucose level was over 385 mg/dl. No further information available.